Event description:
Approx 700cc IV fluid infused in one hour even though pump was set at 75 cc/hr and the infused volume on the pump readout showed 304cc. In the IV, fluids was 20meg potassium chloride. Co rep notified shortly after incident by bio-med. A stat level of potassium was drawn at the time of incident - was not repeated prior to discharge.